Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 14-sep-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the cabinet was turned off during login to issue the item. The technical support specialist (tss) verified that there was power in the outlet the aio (all-in-one) was connected. The customer informed the tss that the ups (uninterrupted power supply) connected to the aio was off and had turned it on. The customer then turned on the aio using the power button. The tss later confirmed, after speaking with the customer, that other computers and a printer were also connected to the ups. The customer had turned the ups back on. The tss requested the customer to unplug all other devices from the ups except for the aio and the cabinet to ensure a stable power supply to the critical components. The system functioned as intended after technical support specialist assisted the customer to resolve the issue.

Event description:
It was reported that when using the bd pyxis¿ medbank tower, its cabinet was down. The customer reported issue occurred during medication to patient. There were no adverse events or injuries reported based on this event

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medbank tower, its cabinet was down.the customer reported issue occurred during medication to patient.there were no adverse events or injuries reported based on this event.